Manufacturer narrative:
Additional information was received that the physician tried to place a premounted genesis stent in a tight corner of a large previously placed stent. He could not advance the balloon in the desired position. The stent slid off when he pulled the balloon stent assembly back. It was a tight angle and it got caught on the other stent struts. During a procedure a 19 x 10 biliary 135 palmaz genesis long stent sheared off the balloon. The interventional radiology doctors attempted to retrieve the stent by using a snare that was unsuccessful. Additional information was received that the physician tried to place a premounted genesis stent in a tight corner of a large previously placed stent. He could not advance the balloon in the desired position. The stent slid off when he pulled the balloon stent assembly back. It was a tight angle and it got caught on the other stent struts. The product was not returned for analysis. A device history record (DHR) review of lot 17290667 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged-in patient (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of a tight angle and procedural factors of attempting to place the stent within a previously implanted stent may have contributed to the reported event. According to the instructions for use ¿recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a procedure a 19 x 10 biliary 135 palmaz genesis long stent sheared off the balloon. The interventional radiology doctors attempted to retrieve the stent by using a snare that was unsuccessful. The device is not available for return.